Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue and resumed insulin delivery. Reportedly, the customer was not completing the air removal step when a new cartridge is loaded. Clinical support informed customer that not removing the air properly during a cartridge load is off label. The customer's blood glucose was 160 mg/dl.